Event description:
It was reported that the pump touch screen was on, but display remained black. The customer experienced a low blood glucose (bg) of 40 mg/dl. The customer consumed sugar and juice to address the bg. The customer reverted to an alternate method of insulin therapy.